Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye of the high resolution stereo viewer repeatedly went black. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was not present in the operating room (or) when system initially powered on, but the circulator confirmed no error when initially turned on the system. The site rebooted the system and original surgeon's console was used. Patient related information was not disclosed due to confidentiality reasons.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope controller (ec) for evaluation and the reported failure was confirmed and replicated. Upon visual inspection, found dcib metal plate is lifted and damaged which is causing the reported failure. As a result of these findings, failure analysis was able to conclude that dcib was found to be the root cause of the reported failure. The complaint was confirmed based on the failure analysis. Isi has received the high resolution stereo viewer (hrsv) for failure analysis (fa) and is still in progress. The probable root cause for the ec is attributed to the electrical defect.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a damaged dcib causing a failure in the video acquisition process within the endoscope controller.

Event description:
Refer to h11 for follow-up information.